Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse failed the all manifold test and failed to autofill. The fse found the plastic connection from the pim to the tension catheter was loose and rotating. It is unknown what was done to address the issue. The unit passed all functional and safety tests per factory specifications. Despite good faith efforts (gfes), the fse has not replied.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check by customer, that the helium of cardiosave iabp (intra-aortic balloon pump) was unable to calibrate.